Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Investigation request sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Information received via complaint form is indicated as follows: "fms collapsed. Balloon torn in rectum and fell off."